Event description:
A peritoneal dialysis (pd) patient had been examined by the surgeon and their catheter was cleaned out. The porn stated that the surgeon "cleaned out" catheter and it was also repositioned. The patient's adverse events were not due to deficiency or malfunction of any fresenius product(s), device(s) or drug(s). (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).